Event description:
Boston scientific received information this patient presented to the hospital due to an arrhythmic storm which was treated with anti tachycardiac pacing, and shock therapy. Subsequently, elective replacement indicator (eri) was triggered due to extended charge times. This device was explanted. No adverse patient effects were reported following the replacement procedure.

Manufacturer narrative:
Correction made. This device remains implanted and an explant procedure has been planned.

Manufacturer narrative:
Upon analysis, this investigaiton will be updated.